Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific issue. It should be noted that instructions for use states: ¿the mitraclip® system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation due to primary abnormality of the mitral apparatus. The off label use did not likely influence the single leaflet device attachment (slda). Based on the information reviewed, slda appears to be related to patient morphology/pathology. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat grade 6 tricuspid regurgitation (tr). Three clips were implanted without issue. A fourth clip was advanced and the clip was implanted; however, the clip detached from the posterior leaflet, and remained attached to the septal leaflet (slda). An additional clip was implanted to stabilize the slda clip. A total of five clips were implanted, reducing tr to 3+. No additional treatment is planned for the patient. No additional information was provided.